Manufacturer narrative:
Unable to perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to lcd physical damage. Device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked and bleeding lcd glass.(B)(4)

Event description:
Customer reported her insulin pump was slammed in her car door. The screen is cracked and she cannot read the screen. Customer's blood glucose is 365 mg/dl. She has already treated. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.